Event description:
It was reported that the patient had the insertable cardiac monitor (icm) device explanted and was seeking guidance on the next steps. The patient was referred to the clinic to complete the unenrollment process in the latitude clarity monitoring system. The patient also indicated that the icm was removed due to pain caused by it. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.